Event description:
The pt was inpatient who was discharged on (B)(6) 2011 with urinary catheter in place and connected to leg bag. The pt began complaining of bladder pain and urgency last evening. Family called 911 and had pt brought to the ed. Leg bag appears to have been attached upside down with stopcock drainage port attached to catheter leaving catheter clamped shut and unable to drain. The tubing may be connected easily to the top or bottom port.